Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Carefusions service technician performed bench testing on the suspected medical device. All tests were performed using a good known test ac adapter, as well as a good known test patient circuit. The ventilator passed the 48 hour extended tests at the customer's settings. The ventilator also passed the ltv final test.

Event description:
The customer is requesting the event trace as a precaution. The customer stated: "the patient using the vent expired but we never received any other details from the parents or the physician. We don't know if the patient was in or out of the hospital when they expired, or if they were on the vent at the time. We just wanted the download done so we would have the history in case anyone ever asked for it."